Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, while inside the patient, the gold coil was found to be missing from the probe tip. However, the coil was not visible within the patient. Reportedly, the device was not tested prior to use. Additionally, the device was unpacked without issue and no damage was noted to the packaging. The procedure was completed with another gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination fount that the device returned with the distal tip fractured and separated from the catheter. The distal tip was not returned for evaluation. Further analysis of the catheter's distal end determined that the fracture occurred due to a side bending overload. No material anomalies were noted. A functional analysis was not performed due to the return condition. The condition of the returned incident device was consistent with the complaint that gold was missing. The evaluation found that the distal tip had fractured and separated from the catheter. During manufacturing, gold probes are 100% inspected for device integrity so the fracture likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, while inside the patient, the gold coil was found to be missing from the probe tip. However, the coil was not visible within the patient. Reportedly, the device was not tested prior to use. Additionally, the device was unpacked without issue and no damage was noted to the packaging. The procedure was completed with another gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.